Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator was unable to be interrogated. The device was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.